Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 300 mg/dl and after treating with insulin pump blood glucose level was 406 mg/dl. The customer¿s current blood glucose level was 360 mg/dl. The customer had nausea due to high blood glucose level. The customer alleged insulin pump was under delivering as the customer had high blood glucose level after meal. The customer also reported that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 227 mg/dl in the morning. The insulin pump will not be returned for analysis.